Event description:
It was reported that during a hemorrhoidectomy procedure, the device only stapled between 6:00 and 7:00 o'clock. As a result, the surgeon converted to open and made sutures by hand. No further information available. Additional information requested and received on 04/30/2010: as it was a longo procedure (hemorrhoids), it was not converted to open; it was sutured by hand to close the part of staple line where it was not stapled correctly.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer called to report an alarm on the insulin pump. The customer needed to change the infusion set, but he didn't have any left. The customer filled a new reservoir and attached it to the existing infusion set. The customer then primed while being connected to the infusion set, and feels he received 30 units of insulin. The customer advised people at work that they might have to call the paramedics. Advised that the insulin pump would be replaced. It is unk whether or not the paramedics were called. Follow up calls were made, but the customer could not be reached.